Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. During the service center evaluation of the device logs, system faults 74, and 218 were also observed. There was no patient injury reported as a result of this incident.